Event description:
It was reported that approximately ten minutes into a da vinci s thymectomy procedure, while the surgeon was dissecting the thymus, the harmonic curved shears (hcs) insert separated and fell into the patient. The hcs insert was retrieved and the planned surgical procedure was completed with a replacement instrument. The replacement harmonic curved shears (hcs) insert separated and fell into the patient. The second hcs insert was retrieved and the planned surgical procedure was completed with a replacement instrument. The procedure was lengthened slightly due to these events. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument and insert accessory were not returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted, if the instrument and/or insert accessory are returned (post engineering evaluation) or if additional information is received.